Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain" and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00518, 00519 and 00520).

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2009. Revision was performed on (B)(6) 2011 due to pain, elevated cocr levels and clunking sound. The modular head and taper insert were removed and replaced. The acetabular cup remains implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. There was no event date. The acetabular cup remains implanted. The device was not explanted.